Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, discomfort during sex, leg pain, heavy bleeding and cramps during menstrual period, knee buckling (potential nerve injury). (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review criteria.of the batch manufacturing records was conducted and the batch met all finished goods release.